Manufacturer narrative:
The customer returned a vial of strips for investigation. Those strips were tested and the results were within the acceptable range. No product problem was found

Manufacturer narrative:
(B)(4)

Event description:
The customer reported that while using the accuchek inform ii (serial number (B)(4)) the following blood glucose results were obtained on a patient.. At 5:51 pm a result of 454 mg/dl was obtained compared to a result of 184 mg/dl at 5:53 pm. At approximately 5:56 pm qc was performed using unexpired controls, both levels passed. At 5:59 pm a result of 182 mg/dl was obtained, followed by a result of 189 mg/dl at 6:19 pm. No laboratory draw was done on the patient. There was no treatment provided to the patient based on any of the results. The patient was in pain at the time of the event. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
The relevant retention strips (lot 474135) were tested for accuracy. The retention material meets specifications.